Manufacturer narrative:
Zimmer biomet complaint-(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the abutment screw (canp44s) fractured inside of the implant. The torque value applied was 25 ncm. Tip of the fractured screw could not be removed. Doctor removed the implant. Overall procedure delayed 30 days. Tooth location 22.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One contour abutment, 2.9mmd platform, 4.5mmd emergence profile, 4.5mm cuff screw (canp44s) and one eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (cm3111) were returned for investigation. Visual inspection returned screw is fractured at the threads, and the other half of the screw is caught in the implant drive feature; too damaged to be removed. Therefore, based on the evaluation, device malfunction has occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.